Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre reader displayed the message, ¿replace sensor¿. Customer further reported experiencing symptoms of ¿perspiration and tremors¿ on (B)(6) 2018 at 11:15am. It was reported that the customer self-treated with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed and no issues were observed. Data was successfully extracted and found to be in sensor state 5 (normal termination). Sensor plug observed to be seated in mount and all three contacts were installed properly and no issues were observed on the sensor neck. Sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and all results were within specification. No product deficiency was identified.

Event description:
Customer reported that the adc freestyle libre reader displayed the message, ¿replace sensor¿. Customer further reported experiencing symptoms of ¿perspiration and tremors¿ on (B)(6) 2018 at 11:15am. It was reported that the customer self-treated with glucagon. There was no report of death or permanent injury associated with this event.